Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx prepubic sling system during a procedure on (B)(6) 2009. This procedure was completed with no complications. According to the complainant, post-implantation, the patient began to experience vaginal pain and pressure, vaginal bleeding and dyspareunia (specifics and date/s of onset unknown). The patient had corrective surgery on (B)(6) 2011. Reportedly, the patient continues to experience pervasive abdominal bleeding, reoccurrence of stress urinary incontinence, abdominal and pelvic pain, bleeding and urinary infections. (Specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.